Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring issued an alert for a high out of range shock impedance measurement of greater than 200 ohms for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The patient was brought into the clinic and found that the impedance measurement was within range. Boston scientific technical services (ts) review of the measurements found the daily measurements showed stable shock impedance measurements and there was only one out of range impedance measurement. Ts discussed the option of monitoring the patient or performing a 1.1 joule and commanded shocks. The field representative stated that the patient was brought in and a 1.1 joule shock yielded 65 ohms and a 21 joule defibrillation threshold (dft) test was successful. No cause of the high shock impedance measurement was determined and the ICD and rv lead were reprogrammed coil to can. No additional adverse patient effects were reported.

Event description:
It was reported that the remote home monitoring issued an alert for a high out of range shock impedance measurement of greater than 200 ohms for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The patient was brought into the clinic and found that the impedance measurement was within range. Boston scientific technical services (ts) review of the measurements found the daily measurements showed stable shock impedance measurements and there was only one out of range impedance measurement. Ts discussed the option of monitoring the patient or performing a 1.1 joule and commanded shocks. The field representative stated that the patient was brought in and a 1.1 joule shock yielded 65 ohms and a 21 joule defibrillation threshold (dft) test was successful. No cause of the high shock impedance measurement was determined and the ICD and rv lead were reprogrammed coil to can. No additional adverse patient effects were reported. Additional information was received from the clinic that a revision procedure was planned for continued issues with the rv lead. The field representative has not been contacted by the clinic and attempts at obtaining additional information have been unsuccessful. Evidence suggestions that the rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.